Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were several episodes of ventricular noise reversion. The lfa filter was turned off and no patient symptoms were reported.